Event description:
After the post-dilatation of two carotid stents, the blood flow stopped in the vessel. Therefore, the physician suctioned the debris by a suction catheter (eliminate). The pt became symptomatic, so the physician anticoagulated the pt after the post-dilatation, but the pt developed a stroke. The pt is a male. The target lesion was internal carotid artery (no further detail is provided). There is no info about the target characteristics. They approached the lesion from the femoral artery. The angioguard was delivered to the distal of the target. Pre-dilatation was carried out with an amiia (cat/lot unk) balloon. The physician then deployed two precise stents at the lesion. Post-dilatation was carried out with another amiia (cat/lot unk) balloon. After the post-dilatation, blood flow stopped. Therefore, the physician suctioned the debris from the filter basket by using a suction catheter (eliminate). There is no info as to what medications were given for anticoagulation. There is no info regarding the residual effects of the stroke. Also, there is no info regarding the pt's medical history other than he has symptoms of stroke. The physician does not believe that any of the cordis products caused the event.

Manufacturer narrative:
This device is distributed outside the us; however, it is similar to the us product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.